Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, post-sensed t-wave oversensing issue was observed and tachycardia intervals/oversensing issue was observed. The r-waves and the qrs complex peaks were clipped so the device as unable to fully see the entire signal. Programming changes were made. Device is being monitored. Patient was stable.